Manufacturer narrative:
Three opened and used sensors were inspected and one was found with the cannula stuck underneath the adhesive tape. It could not be confirmed if the customer received the sensor in this condition due to the sensor being returned opened and used. A bicarbonate buffer test was performed and two of the three sensors failed. One sensor failed due to no isig readings. The transmitter was checked for proper use and operation and passed per specification. The other sensor failed for low readings and the remaining sensor passed per specification with accurate readings.

Event description:
The customer's blood glucose was unknown. It was reported that the customer received a lost sensor alert after inserting the sensor. The customer removed the sensor and saw that there was not a cannula. The customer stated that the insertion site was not swollen or irritated. Advised that a replacement sensor would be sent. Advised to call when the alert occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.